Event description:
It was reported that the pump touch screen was dark blue/dark grey and was unreadable. There was no adverse impact to customer¿s blood glucose level. Information pertaining to alternate therapy was not provided.